Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tubing guides were broken off. The top case was also a counterfeit product. The event history log showed the reported invalid syringe size alarm. The pump was calibrated and a size calibration was performed. The customer reported product problem was confirmed during the test. The investigator concluded the size was out of calibration. This was attributed to normal wear and tear. The pump was over 14 years old. This was established as the root cause, however not real fault was found with the device. The investigator replaced the main board. The pump had a super cap post main board with a high-profile green tokin. The following components were also replaced: top and bottom cases, size pot, force sensor, plunger head mount/dowel pin (which was loose and damaged), and the speaker. The investigator also replaced the position pot, worm coupling/worm gear and leadscrew, clutches, square/shaft and cable guard (this component was missing). The pump was then re-calibrated, after which it passed all the functional tests.

Event description:
It was reported that the medfusion pump produced an error indicating an invalid syringe size. No patient injury or complications were reported in relation to this event.